Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year folow-up CT showed the presence of a type ib endoleak. A re-intervention was performed to place an iliac limb extension to extend the seal and the endoleak was successfully excluded. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a review of the post-operative, there was no evidence of a type ib endoleak. Type ii endoleaks were noted at from multiple patent lumbar vessels (ro+43, ro+86, ro+130); two of which were near the juncture of the aortic body/ iliac limbs which may have been mistaken for a type ib endoleak. Type ii endoleaks are not considered to be related to the device but rather related to the anatomy.